Event description:
Reporter indicated via a published journal article that a vns pt experienced a lead break. Follow up with the reporter revealed he had no more information as the reporter had moved to another country.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Article citation: uthman am, dean jc, eisenschenk s, gilmore r, reid s, et al: effectiveness of vagus nerve stimulation in epilepsy patients: a 12 year observation. Neurology 63: 1124-1126, 2004.